Event description:
During bd representatives' site visit, it was reported by the hospital's clinical engineering that they replace left and right sided iui connectors due to corrosion bent, and damaged pins and ribs. It was also observed by bd representatives that in clean storage room at medical surgical unit, there were nine pc unit, five large volume pumps, and one patient-controlled anelgesia module with corrosion on the iui connectors. Furthermore, six devices in the emergency department were also observed to have corrosion to iui connectors. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
During bd representatives' site visit, it was reported by the hospital's clinical engineering that they replace left and right sided iui connectors due to corrosion bent, and damaged pins and ribs. It was also observed by bd representatives that in clean storage room at medical surgical unit, there were nine pc unit, five large volume pumps, and one patient-controlled anelgesia module with corrosion on the iui connectors. Furthermore, six devices in the emergency department were also observed to have corrosion to iui connectors. There was patient involvement but no harm.